Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after a superficial femoral artery (sfa) atherectomy interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with four prostyle devices in a row. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment appears to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle likely due to the reported site calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.